Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the biometric identifier required maintenance and user was unable to log in. The customer stated that this malfunction caused a delay in dispensing the medication to the patients. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist spoke with the customer and confirmed that users were able to log in using biometric identifier on s52_pod2 and network issue resolved by hospital information technology team. The system functioned as intended after the customer resolved the issue.